Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that episodes of non-sustained right ventricular oversensing was observed on the device during the follow up in clinic. Further evaluation of the episodes could not determine whether it was t-wave oversensing or loss of capture on the right ventricular and left ventricular channels. Programming changes were made. The patient was stable.